Event description:
Los pof power alarm did not function when tested a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the loss of power alarm did not function when tested. The device's main board was replaced to address the issue.